Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was returned deployed in the hub of the microcatheter. The stent was partially loaded inside the proximal lumen of the returned microcatheter and partially present in the microcatheter hub. The stent was lost during analysis, no further investigation could be performed. A functional inspection could not be performed as the stent was lost during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that 'neuroform atlas stent that gets stuck at the transition from the hub to the excelsior microcatheter'. It was also noted in the follow-up gfe (good faith effort) responses that no resistance was noted when inserting stent into the microcatheter. The stent was returned for analysis deployed off the stent delivery wire (sdw). The stent was partially loaded inside the proximal lumen of the returned excelsior sl-10 microcatheter and partially present in the microcatheter hub. During attempts to remove the stent, it was lost inside the complaints laboratory (it sprung out of the hub). The introducer sheath and the sdw were both not returned for analysis. Given the event description and the presence of the stent partially loaded inside the microcatheter proximal lumen, it is possible that the introducer sheath was initially set up correctly but subsequently moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for analysis). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the stent and very often to the sdw as well. Upon realizing this through increased resistance, the user normally withdraws the sdw. When the proximal end of the stent is retracted as far as the hub, the stent will automatically begin to expand into the larger lumen space, thereby freeing up the sdw which slips out of the stent. This is one possible explanation to explain the event description and analysis findings. An assignable cause of procedural factors has been assigned to the as reported code 'device problem unknown/unclear' and as analyzed code 'stent deployed prematurely during use' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer/advancement.

Event description:
The stent subject device was returned for analysis and it was discovered that the stent deployed prematurely during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.